Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump would not turn on. There was no reported impact to the customer. The customer reverted to an alternate method of insulin therapy.